Event description:
It was reported to vyaire medical that the bellavista1000e us alarmed 388 - no o2 dosing possible while connected to a patient. The patient was removed from the suspect device and placed on a back-up ventilator. At this time, no information has been provided regarding for patient injury or harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical field service representative(fsr) went onsite to verify the issue. Vyaire medica determined root cause as due to insp block - o2 pressure limiter -defective o2 pressure regulator. Replaced inspiration block, performed all calibrations and passed. Unit worked properly according to factory specs.